Manufacturer narrative:
The lot number 20190815-23-sh was manufactured on 08/16/2019. No exception was recorded in the device history record that could lead to the reported incident. The average linting data is (B)(4) pieces. The linting test data was within the acceptable range. No sample was available for this investigation; therefore, the root cause could not be determined from this investigation. The complaint information was informed to the relevant sectors for their awareness. There is no action taken at this time, however, we will continue to monitor the trend of this type of incident. According to our supplier, or towel is made of cotton, so cotton fiber is born. The supplier is continuously working with cardinal health to better control the linting and have implemented several measures to improve it: suctions machines have been installed in grey cloth rolling process, dyeing process and cutting process. The suction process was added before product's final folding, and workers do it according to standard operation procedure requirement. Linting test method and acceptable criteria was stipulated to see the suction results. (=(B)(4) pieces). In the folding process, supplier used one cloth pad under 100 pieces semi-finished products to avoid linting stuck onto the products during product's transfer. From the investigation, there is no abnormal situation happened in production. Therefore, the root cause could not be determined.

Event description:
Based on information received from the customer, they allegedly found grayish black colored lint balls in the packs around towels and reportedly during the procedure when using the towels.